Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a decreased monitoring voltage in the box, prior to being implanted. This crt-d was not used and will be returned for analysis.